Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a power cable disconnect alarm was confirmed via the log files but was not reproduced. A review of the log files spanned approximately 2 days ((B)(6) 2022 per time stamp). On (B)(6) 2022 from 12:21 to 12:37, 17:17, 17:18, and 17:30 while connected to batteries and 12:39 while connected to the power module, the power cable disconnect alarm activated due to an invalid rsoc fault associated with the black power cable being outside the expected voltage range. The alarm was not associated with a power source exchange and cleared shortly after each time. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. System controller, serial (B)(4), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were reproduced during testing. The provided information indicated that exchanging the system controller resolved the alarms. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's log files were submitted for review with concerns of low power alarms. Technical services reviewed the log files and observed multiple power cable disconnect alarms while the patient was on battery power and the mobile power unit (mpu). All external equipment was cleaned and the battery clips were exchanged. There had been a lot of debris build up on the battery clips which was interrupting the connection. The alarms resolved temporarily but came back 2.5 hours after the exchange. The patient's system controller was exchanged.